Event description:
The hospital reported that before the procedure, vasoview hemopro 2 came out of the packaging damaged. The heating element was packaged mangled. A new device was used to complete the procedure. There was no delay. There was no patient harm. Per photo provided by the complainant, it is observed the heating element is mangled.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise (B)(4). Updated section - b4, d9, g3, g6, h2, h3, h6, h11. The product was returned for evaluation on 03/17/2025. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed and twisted away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed in the photograph. An investigation was conducted on 03/19/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed and twisted away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. Based on the photographic evaluation was well as the returned condition of the device and the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The DHR shop floor paperwork is available for review as an attachment to the record. The lot # 3000448761 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system